Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right hip. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that the patient has undergone "multiple additional surgeries in late 2012 and 2013 due to complications posed by the initial implant and subsequent revision operation."